Event description:
Related manufacturer report number: 2017865-2021-37071. During an in clinic follow-up, loss of capture was observed on the left ventricular (lv) lead and the right ventricular (rv) lead. The physician suspected the loss of capture on the lv lead was due to lead dislodgement. A lead revision procedure is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.